Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: unk-controller h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (unknown serial number) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Review of the controller log files could not be performed since log files were not available for analysis. There is insufficient information regarding the reported alarm event. As a result, the reported alarm could not be confirmed and a possible root cause could not be determined. Of note, information provided by the site indicated that the patient's cause of death is unknown. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, death is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurological dysfunction, infection, bleeding, renal dysfunction, arteriovenous malformations, and cardiac arrhythmias. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was found unresponsive and cardiopulmonary resuscitation (CPR) was performed, but it was un successful. The patient was pronounced dead at home and was not taken to the hospital.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: d9: no h3: no h4: mfg date: h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was found down with the ventricular assist device (vad) alarming, but it was unknown what the alarm was. The patient expired. No cause of death or details surrounding the death were provided.